Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician felt that there was no way to obtain an accurate lead impedance number from the right ventricular (rv) lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.